Event description:
Customer's spouse reported via phone, the customer had a bad reaction and went into diabetic ketoacidosis that doesn't correct fast enough when she has high blood glucose. Customer went up over 500 mg/dl during the night and was taken to hospital. Significant events leading to the hospitalization, customer originally had low blood glucose of 40 to 60 mg/dl at night. She had juice by the time she went to sleep it was 80 mg/dl and when she woke up it was high. Customer was in the hospital for eight hours was treated then released. No troubleshooting was performed on the insulin pump. Customer's spouse mentioned the device was now functioning correctly. However it was mentioned the device never alarmed about the high blood glucose. Customer's spouse is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.